Event description:
It was reported that the device may have reached the recommended replacement time (rrt) prematurely. It was also reported that a patient alert was triggered. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. Concomitant products: 5076 implantable pacing lead 2005 (B)(6); 6949 implantable defib lead 2005 (B)(6). (B)(4).